Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. During further testing at the service center, the device touchscreen responded; however the keys were out of alignment. During review of the device history touchscreen errors were noted. The probable cause of the nonresponsive touchscreen was contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There was no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond. No additional information was provided.